Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 10-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-mar-22, information was received from a healthcare professional (hcp), regarding a patient receiving saline via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that the patient is having their pump replaced due to normal end of life, but that they were doing a catheter revision too, because "there has been a catheter issue for a while. I can't remember if it is a tear or a displacement of the catheter. However, a year ago I put pfns in the pump because of the catheter issue." The caller stated that the hcp diagnosed the catheter issue and was going to do the revision/pump replacement but refused to do it now because the patient's platelet count was low so another hcp would do the replacement. The hcp is wanting the shutdown code for today so the pump doesn't alarm when hitting eri.